Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead experienced a syncopal event. Furthermore, there was recorded pacemaker mediated tachycardia, that appear atrial/sinus driven and rv pacing threshold lead alert. There was a ventricular tachycardia (vt) episode which physician thought it corelates to time of incident. The vt was successfully treated with anti-tachycardia pacing. Most recent lead tests are within normal limits and automatic pace threshold tests were successful. The ICD and the rv lead remain in service. No additional adverse patient effects were reported.